Manufacturer narrative:
Section d3 - manufacturer information: updated. Section g1 - contact office (and manufacturing site for devices) or compounding. Outsourcing facility: updated. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report is a supplemental and the investigation findings for driveline wear were submitted under MFR# 2916596-2023-06100.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low voltage advisories and hazards for several days in a row, always while on battery power, when on batteries that had at least 2-3 bars of power. The controller's white strain relief had a crack in it, and the green arrows did not illuminate well. The system controller would be exchanged. It was also noted that there was some wear to the heartmate ii bend relief near the controller connecter. There were no events recorded in the submitted log files that indicated any issues with the driveline. A clamshell repair was recommended. Related manufacturer reference number for the controller: MFR #(B)(4).